Event description:
The arthrodesis of thumb was operated with inion 2,5 mm and 3, 1 mm screws. After 3 weeks the fixation broke down. Plaster cast was used. No information about possible re-operation or the patient outcome has been received. This was among the first operations performed by this surgeon with inion's products.

Manufacturer narrative:
Based on the received information, the inion otps 2.5 and 3.1 mm screws were used in the arthrodesis of the thumb and fixation failed 3 weeks postoperatively. Without additional information it is impossible to determine what exactly has caused the complication. However, the fact that the surgeon did not have previous experience with the used implants may have contributed in this case. Please note that: there is a clear learning curve with biodegradables, please note the following statements in the IFU: incorrect selection, placement, positioning, and fixation of the implant can cause subsequent undesirable results. The surgeon should be familiar with the devices, the method of application and the surgical procedure prior to performing the surgery. The patient should be warned that the implants can break or loosen as a result of early stress, activity or load bearing. Premature discontinuation of the cast or other immobilization technique may cause non-union or mal-union of the fracture or osteotomy. H6: evaluation of received information.